Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient, and device information. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4) serial: (B)(6), batch: a000157747.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken to explant the system on an unknown date. It is unknown which lead caused the issue.